Event description:
The customer observed falsely elevated creatinine results generated on the architect c4000 processing module for one sample. The following data was provided: sid (B)(6) initial and repeat results = 7.76 mg/dl, a new sample was collected which generated an initial result of 0.854 mg/dl and repeat result of 0.887 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated creatinine results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 97127un21 and the complaint issue. The overall performance of creatinine was reviewed using field data from customers worldwide. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot number 97127un21 is within the established control limits. Therefore, no unusual reagent lot performance was identified. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the creatinine reagent for lot 97127un21 was identified.

Event description:
The customer observed falsely elevated creatinine results generated on the architect c4000 processing module for one sample. The following data was provided: sid (B)(6) initial and repeat results = 7.76 mg/dl, a new sample was collected which generated an initial result of 0.854 mg/dl and repeat result of 0.887 mg/dl no impact to patient management was reported.